Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer's other relevant blood glucose level was 29 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also took manual shot. The reservoir will not be and insulin pump will be returned for analysis.